Event description:
It was reported that the t:slim x2 pump battery would not charge properly, requiring the caller to hold the cable or position the pump strategically for the charge to be recognized. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried using different charging cables and adapters, but the issue persisted. Technical support then arranged to replace the pump, providing instructions for the customer to deplete the pump's battery and return it with a pre-paid label. The customer was informed of the replacement process and the availability of training for the new pump.